Event description:
The company was informed that when the pt was coming out of anesthesia, after successful initial implantation, the pt went into cardiac arrest. The pt was admitted to the intensive care unit and a CT scan showed possible edema. An MRI revealed serious brain damage. The pt was placed on a ventilator.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt has passed away on (B)(6) 2012. This is the final report.